Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a kangaroo joey pump. The customer states the unit is dispensing too much. Additional information was requested on 9/26/2016.